Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Reference MDR 1213643-2008-00435 for info related to the second mesh implanted in 2007.

Event description:
Pt reported: 2007 - pt was implanted with 2 bard mesh patches to repair an umbilical hernia. In 2007 - pt began experiencing pain, difficulty in urination and bowel movements about one month post repair. Pt has been to ER at least four times because of pain. Although she is correlating her pain with the hernia surgery, she does not know if it is the tacks used to fixate the mesh or the mesh itself or a combination of the two that is causing her problems. She said the tacks used (about 50 in all) were put in a spiral from outside to inside. If she sits upright for 15 minutes or move there is a piercing pain near her belly button and she has some drainage. She believes this is one of the tacks. She also has a spot near her right hip bone where, if pressed, has the same sharp pain like being stuck. The following year, the pt provided the following update: pt underwent a procedure during which both meshes and the tacks were explanted in 2008 and replaced with a biologic.